Event description:
It was reported that during a procedure, surgeon attempted to use device, 3 separate devices opened. All 3 leaking co2 at luer lock and tubing connection to trocar. Finally, surgeon connected tubing directly to trocar without luer lock. No adverse outcome to pt.

Manufacturer narrative:
The device related to this report was not returned to our facility for investigation. An actual root cause can not be determined without the device. The most likely failure is the plastic part to which the luer lock is connected. (Which in turn connects to the main insufflation) the tubing can come unglued from the main insufflation tubing due to inadequate gluing of the plastic part to the main insufflation tubing during manufacturing. Probable root cause: inadequate gluing during manufacturing. Corrective action: continue monitoring and trending such complaints. Currently, changes are being made to the gluing process to avoid such failures and are being tracked in our CAPA system.